Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 23 mmol/l. The customer¿s current blood glucose value was unknown. Customer was treated with manual injection for high blood glucose. The customer received insulin flow block alarm. Trouble shooting was performed for insulin flow block alarm. Customer stated they have tried all the remedies and still issue reoccurred. It was unknown that auto mode feature was active or not at time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring=black device was returned for insulin flow block alarms found on (B)(6) 2022. Allegation to high bgs noted. Device's history and trace files downloaded successfully using thus software. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2022 at 10:35am, 3:18pm, 4:08pm, 5:15pm, 6:52pm, and at 7:03pm during bolus. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (23.8mv at zero offset). No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Insulin flow block alarms not confirmed during testing. Unable to verify customers alleged for high bgs. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.